Event description:
It was reported that the device reached elective replacement indicator (eri) and the patient was scheduled for device replacement. During the generator exchange the physician noted that the outputs "adapted up" despite stable threshold measurements and no change in lead parameters. The new device was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).